Manufacturer narrative:
Initial.

Event description:
It was reported that the user paused the ilet and did not resume insulin delivery for approximately five hours, after which blood glucose rose to 401 mg/dl before the user resumed insulin and levels returned to a safe range. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of hyperglycemia after insulin delivery resumed. Investigation included review of device data and user interaction history. Investigation of this case revealed that the device functioned as designed and that hyperglycemia resulted from prolonged pausing of insulin delivery without resumption. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.